Event description:
Customer reported a cracked and shattered touchscreen on the pump, rendering it unresponsive. Customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Customer decided to use multiple daily injections as a backup therapy to maintain insulin delivery, while technical support arranged for a pump replacement. Customer was instructed on how to put the pump into storage mode and return it using a pre-paid label.